Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient was presented with multivessel disease, with a 95% stenosed target lesion located in the moderately calcified left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a bed preparation was performed with the wolverine cutting balloon, followed by deployment of a non-boston scientific stent device. The patient was then transferred to the ccu. While in the ccu, the patient developed hypotension and reported chest pain, followed by cardiac arrest. CPR was initiated and continued, but the patient did not recover and was subsequently pronounced dead.

Event description:
It was reported that the patient died. The patient was presented with multivessel disease, with a 95% stenosed target lesion located in the moderately calcified left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a bed preparation was performed with the wolverine cutting balloon, followed by deployment of a non-boston scientific stent device. The patient was then transferred to the ccu. While in the ccu, the patient developed hypotension and reported chest pain, followed by cardiac arrest. CPR was initiated and continued, but the patient did not recover and was subsequently pronounced dead.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the cascade of events is defined in the risk documentation. These events have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. The complaint did not report any device malfunction with the wolverine device and the reported patient complications occurred post procedure after a non-boston scientific stent had been deployed. Although it is noted that the events of hypo/hypertension. Angina (chest pain) and death are listed in the product's IFU as known events associated with device use, it is not clear that these events are related to the use of the wolverine device.